Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Assisted customer with self test and test was failed. Customer states insulin pump was not exposed to a high magnetic field. Customer states they were able to clear the alarm also able to rewind the pump. Assisted with performing displacement test. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during basal delivery. Assisted customer with rewinding the insulin pump also with load reservoir and fill tubing process and pump error did not occur. The device will be returned for analysis.